Event description:
The drill hole was off center and the result was a stripped screw. The surgeon appeared to mount the drill guide on the lip of the plate hole, instead of in the center of the hole. Therefore, he did not get true alignment of his drill hole. He attempted to force the screw into a hole that was off center. The threads of the screw stripped due to the interferance of the plate. A fixed angle screw was placed instead, with no incidents. This added approx. 2 hours extra onto the case.